Event description:
Lawsuit claims that the pt received an acs acetabular insert in 1989. Revision surgery took place in 10/1999. As a result of the alleged product problem; the pt suffered serious physical injuries. The complaint mentions that the product disintegrated. No other info was provided.